Event description:
Pt presented to facility for port flow study for painful infusaport access. Study showed broken catheter from infusaport in pulmonary artery. Pt underwent retrieval via interventional radiology.